Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient called the rep back yesterday (2020-08-13) and was unable to charge their stimulator. They couldn¿t sit comfortably long enough to get it charged even if it was able to be jumpstarted by the antenna locator or physician recharge mode (pmr). The patient lived two hours from their provider¿s office and would contact the rep if/when they were going to be in the area to start a prm to address their overdischarge. It was indicated that nothing was planned/scheduled to resolve the lead migration and stimulation issues at this time. It was indicated that the patient was unsure if they wanted a surgery to correct it since they reported that they had never gotten back pain relief before they migrated. No surgical intervention had been planned/scheduled at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017. Product type lead: product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2017. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had rib stimulation and vibration to the abdomen that was visible to others when stimulation was on. Reprogramming was attempted with multiple rate and pulse width settings, but symptoms remained with all tried programs. The patient did not report the rib stimulation to be painful or uncomfortable. It was noted that the patient preferred a programmed rate of five and that was when he was experiencing the visible belly vibrations. The issue was not resolved at the time of the report. Further information received from the representative reported that the patient was much more active, but still limited to activity because of the back pain. It was stated that the patient did not get back relief from stimulation and that stimulation was not implanted for his back pain as he only experienced leg and foot relief during the trial. The patient had 75% pain relief to his legs and feet and experienced immediate burning in both feet when stimulation was turned off. The indications for use were spinal pain and failed back surgery syndrome. Additional information received from the rep on july 14, 2017. It was reported that the cause of the stimulation in the ribs was not determined. It was noted that the stimulation in the ribs was minimized when stimulation was turned down. Additional information was received from a rep on august 11, 2020. It was reported that the ins had been dead for 6-7 months and was suspected to be in overdischarge. The ins went dead / into overdischarge because the patient had stopped charging the ins because the stimulation was making their back pain worse when it was on as well as stimulation was too much in their ribs. The rep attempted to interrogate the ins but couldn't because it was dead. The patient didn't want reprogramming done because of the stimulation issues. An x-ray had also been performed, which showed that the leads had migrated from the top of t8 to t5/t6. It was unknown what could have caused/contributed to the lead migration. The issue has not yet been resolved and the rep didn't report what steps would be taken next, so additional follow up will be done to obtain additional information.